Manufacturer narrative:
(B)(4). Mr (B)(6) indicated that no adverse events had occurred. User facility made a false claim that an adverse event occurred. (B)(6) hospital returned 5 units to the MFR in 2010, which were unrelated to user facilities claim of relevant test. The date of test was (B)(6) 2010 but mr (B)(6) indicated he believed the issues started to occur on (B)(6) 2010. No product was returned per customers claim and no serial numbers were provided for the units. Not enough info was provided by the user facility to determine the root issue of this claim.